Manufacturer narrative:
H6: removed: 1383. Additional information was received on may 19th, 2025, stating that the pump was received for investigation and during duplication testing, it was confirmed that the pump became warm to the touch while the pump was charging. No evidence was found in the pump history that the battery fluctuated. The customer originally reported that pump was warm to the touch despite being in room-temperature conditions. At the time of the event, the customer was alerted to the battery becoming hot by the pump. This information was omitted in error. The customer originally reported that pump was warm to the touch despite being in room-temperature conditions. At the time of the event, the customer was alerted to the battery becoming hot by the pump. This information was omitted in error.

Event description:
It was reported that the battery gauge was fluctuating. There was no adverse impact to customer's blood glucose level. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.